Event description:
The ventilator was connected to a pt. The hospital personnel were occupied beside the ventilator on one other pt and heard that the sv300 no longer ventilated. According to the customer there were no alarms on the ventilator and the display was completely extinct. The technical support of the hospital noted that no power to the ventilator was present.

Manufacturer narrative:
Power failure conditions due to a blown f1 fuse in siemens servo ventilator 300 devices have been caused by excessive mfg tolerances on a certain fuse batches. In order to prevent future premature fuse failures, a general field modification concerning the fuses f1, f3, and f4 in the siemens servo ventilator 300 device has been initiated. An "urgent device safety alert" with more detailed info about the modification has been destributed to all customers with siemens servo ventilator 300 devices.